Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during therapy with level 1 low flow hotline disposable set, air bubbles or air pockets were observed developing within the fluid warming sets. Observation was associated with the connection point at the top of the warming set. There was patient involvement with no harm.